Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer¿s current blood glucose value at the time of incident was 216 mg/dl. The customer treated high blood glucose with insulin pump and manual injection. Customer reported that reservoir had air bubbles during therapy; approximate size of air bubbles was 3 lines. The insulin pump and reservoir will not be returned for analysis.